Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat menorrhagia, symptomatic fibroid uterus, symptomatic anemia, and genuine stress urinary incontinence. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation concurrently with a hysterectomy. Post implantation the patient experienced pain, bleeding, dyspareunia, infection and hematuria.